Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving Baclofen (500 mcg/mL at 75 mcg/hour at implant. In minimum rate currently) via an implantable pump for unknown indication. It was reported that the patient experienced an overdose symptoms and somnolence. It was unknown whether any diagnostics/troubleshooting were performed. The device was placed in minimum rate by the provider. It was unknown whether the issue was resolved at the time of the report. The hcp had no further information for the manufacturer. Additional information was received from the manufacturing representative. It was reported that the there was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. It was further reported that there was no device issue, patient/therapy issue, procedure issue, etc. or related to titration of the medication. Additional information was received from the manufacturing representative (rep). It was reported that the cause of the overdose had been determined. The dose was entered and then confirmed by the physician in the base rate, not daily rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.